Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR reports: 3006705815-2021-00631 and 3006705815-2021-00632. It was reported the patient had the entire scs system removed due to loss of therapeutic effect.